Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was resistance at the hemostatic valve. It was reported that there was resistance when inserting the dilator into the vizigo sheath. The resistance occurred at the hemostatic valve. They replaced the vizigo sheath, and the procedure continued. No patient consequences were reported. There was no visible damage upon inspection; the only concern was the inability for the dilator to pass the hub. If the hub was either tight or broken--the bwi company representative could not make a certain determination. The sheath was never irrigated or placed in the body. A new vizigo worked smoothly, and the case was completed without an issue. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
On 10-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was resistance at the hemostatic valve. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath nor valve; however, some bents were observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record review was performed for the finished device 50000144 number, and no internal actions related to the complaint were found during the review. The issue reported about resistance by the customer was confirmed. Due to the resistance issue, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).